Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the 2.5 x 20 mm voyager balloon ruptured at 10 atm while pre-dilating the mid lcx. It was replaced with a new 2.5 x 20 mm voyager balloon. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible on the rx notch. There was contrast visible in the balloon. The balloon was loosely folded. There was a longitudinal rupture in the balloon proximal to the distal shoulder for a length of 6 mm. There was a 1 mm scratch on the balloon at the distal shoulder. There was no other damage noted to the catheter. Product performance engineering reviewed the incident information and the returned device analysis. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, mechanical damage, handling of the device during use, interaction with associative devices, patient anatomy, lesion calcification and tortuosity, excessive applied pressure, or insufficient preparation prior to use. Reportedly, the lesion was mildly tortuous and moderately calcified, which may have been a contributing factor in this case. The balloon catheter was returned with contrast present in the loosely folded balloon, indicating that the device had been prepped for use and pressurized at some point during the procedure as reported. The analysis confirmed that there was a longitudinal rupture in the distal end of the balloon. In addition, a scratch was evident on the balloon near the rupture location, suggesting that it is possible that the balloon material was damaged (scratched) during interactions with other devices or the patient anatomy, such that the balloon ruptured upon inflation; therefore, based on the incident information and returned device analysis, the balloon rupture appears to be related to circumstances of the procedure. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot that could have contributed to the reported difficulties. This MDR is considered closed by the product performance group.